Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer would not be recovered. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) powered off the station, then removed the drawers, flipped upside down to observe and identified that the magnet was missing, causing the latch sensor to give an incorrect reading. Latch inseparable was replaced, then reseated the drawer into cabinet and rebooted. After that hardware successfully recovered. The system functioned as intended after the field service engineer repaired the device.